Event description:
It was reported the patient had a low battery. Impedance measurement of 61 ohms was seen on #4 and #7 electrode combination; reprogramming was possible to provide stimulation, however, battery appeared to surge and the patient elected to turn the device off. There were no known patient problem reported; further information was requested.

Manufacturer narrative:
(B) (4).